Manufacturer narrative:
(B)(4). A visual inspection of the returned item # 42517000505 lot # 62914304 found it to exhibit signs of repeated use nicked / gouged and is fractured on the lateral side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. This occurred during cleaning. There was no patient involvement.